Event description:
Covidien received info stating that an 840 ventilator had a blocked touch screen. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
Covidien reported support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operates within the mfg specs. (B)(4).